Manufacturer narrative:
Insulin pump received with no act button response due to corroded keypad trace. No button error alarm noted during testing. Insulin pump received with cracked case at display window corners, cracked reservoir tube lip and cracked battery tube threads.

Event description:
It was reported that the customer received a button error alarm. The customer's blood glucose level was 97 mg/dl. The insulin pump was exposed to sweat. She was advised to disconnect from the insulin pump and revert to a back up plan. The product was returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.